Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed sparks coming from the back of the achitect i2000sr analyzer and immediately powered off the instrument. A facility electrician along with the customer verified that the sparks did not originate from the analyzer. However, a fluid leak did originate from the analyzer and dripped onto the electrical connection of the adjacent computer printer causing a short circuit, which produced the sparking. The leak originated at the analyzer's manifold valve. There were no injuries reported or damage to the surrounding lab environment . There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) at the customer site inspected the architect i2000sr analyzer and found a leaking r1 syringe valve. There were no indications of any error codes generated by the analyzer related to any syringe or fluidic issues. The fse replaced the manifold valve to resolve the issue. Subsequent instrument performance has been acceptable. There were no returns made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. This is the only complaint over a 54 month review period of the service history of this analyzer involving a smoke/burn event with the manifold valve. The architect system operations manual and the architect i2000sr service and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency exists.